Event description:
It was reported that during a lap liver segmentectomy, jaw cannot open in the after first firing. Completed 2 squeeze of handling the handle was freeze and locked. Surgeon tried reverse button and the stapler handle was still locked. Surgeon suspected there was clip within jaw but not confirmed. An extra resection next to the planned resection site was required.

Manufacturer narrative:
(B)(4). Date sent: 9/10/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 400c70. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one ec45a device was returned along with a tyvek, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back and two clips were found lodged behind the knife resulting in the firing mechanisms jamming. The clips were removed and the knife manually returned. One gst45w reload was loaded in the device. The cartridge reload was received fully fired with the cartridge deck damaged. In addition, the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported was confirmed and it is related to improper use of the device. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The damage to the reload is consistent with the device being clamped over a hard object. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 400c70, and no non-conformances were identified. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes. Resection on lateral tissue area with a new echelon stapler what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Squeezing the closing trigger while simultaneously depressing the anvil release button, failed to open jaw. Knife reverse switch then squeezing closing trigger, failed also]. Did the jaws eventually open? No, still locked. Is the current patient status known? Surgery was done and no extra complication due to this incident. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.